Event description:
The customer reported falsely depressed result generated from an architect analyzer. Specifically, it was noted that the tsh results were falsely depressed. The customer reported that after the initial results, the patient had additional specimen collected for testing and then the original sample was retested. The customer provided the following data for a 21 year old female patient: tsh results: (reference range is 0.53 to 3.59 miu/l): on (B)(6), the result was 0.166, on (B)(6), new specimen result was 0.873. On (B)(6), repeat result of 3nov sample was 0.175. The customer reported that they believe the results from 5 nov are the correct results. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 49436ud01. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect tsh reagent lot 49436ud01 was identified.

Manufacturer narrative:
E1 phone: complete phone number is (B)(6) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed result generated from an architect analyzer. Specifically, it was noted that the tsh results were falsely depressed. The customer reported that after the initial results, the patient had additional specimen collected for testing and then the original sample was retested. The customer provided the following data for a 21 year old female patient: tsh results: (reference range is 0.53 to 3.59 miu/l) on 3 nov the result was 0.166 on 5 nov, new specimen result was 0.873 on 6 nov, repeat result of 3nov sample was 0.175 the customer reported that they believe the results from 5 nov are the correct results. There was no reported impact to patient management.